Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures, and a visual inspection and functional test of the returned device were conducted during the investigation. One used kcfw-6.0-35-55-rb-hfanl0-hc was returned without the inner dilator. The visual inspection of the returned device showed extensive biomatter throughout. No surface damage was observed to the sheath. The device was leak tested via occlusion of the lumen with hemostats and injection of water through the sidearm with a syringe; the valve leaked through the hole in the silicone disk. The proximal fitting was disassembled, and the disc was removed, revealing a slight tear at the bottom of the disc at the through hole. It was unknown if this tear occurred during customer use or device analysis. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use (IFU), which caution, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." Based on the information provided and the examination of the returned product, investigation has concluded that no cause for the device failure could be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient of unknown gender or age was undergoing a percutaneous transluminal angioplasty (pta) procedure of the superficial femoral artery. A flexor high-flex ansel guiding sheath was flushed prior to use, then placed in the femoral artery. It was while the complaint device was in place that it was noted to be leaking. It is not known how long the complaint device was in place prior to the event. According to the initial reporter, resistance was not felt upon insertion or removal, and the patient's anatomy was not reported to be scarred, tortuous or calcified. Additionally, it was provided that during removal, the sheath hub was not used to remove the complaint device from the patient. It is not known what other devices were in use through the complaint device. It was after the leak was observed, though, that the complaint device was immediately removed and replaced with another device, and the procedure was able to be completed as intended without incident. The patient did not experience any adverse effect nor require any medical intervention as a result of this occurrence. No portion of the complaint device was left in the patient's anatomy.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.